Event description:
On (B)(6) 2010, this lead was capped due to noise and a possible lead fracture. This pt received multiple inappropriate shocks. At this time, a portion of this lead explanted and returned for analysis.